Event description:
It was reported that a posey keepsafe deluxe alarm model 8374 with an over the mattress sensor pad model 8307 was in use on a pt's bed and the alarm did not go off when the pt got out of the bed. They found the pt up and trashing her room. There was no pt fall or injury.

Manufacturer narrative:
Eval results (other): inspection shows that the alarm goes into permanent hold mode if powered on with sensor already plugged into the unit. Inspection of the sensor pad shows it functions normally. Conclusions (other): the probable root cause is the circuit on the alarm pc board not working properly.